Event description:
It was reported that a patient underwent lower eyelid surgery on (B)(6) 2013 and suture was used. Post operative, the patient developed a red and swollen areas on the incision line. The patient was treated with steroid and antibiotics. Additional information has been requested.

Manufacturer narrative:
(B)(4). Representative samples were returned for evaluation. They were visually and functionally examined for tensile strength and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) - inflammation occurred. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.